Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Based on the available information the likely cause of the reported issue was that the customer was using the device with one dead battery and an ac power adapter. When the customer unplugged the ac power adapter they would expect the device to remain powered on, however because the device defaults to the battery with a lower charge, and in this case that battery had a 0% state of charge, the device unexpectedly powered off.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.